Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 22:03:44. During night drain cycle two, the patient's ultrafiltration reading was 1318ml, indicating the home patient drained 1318ml more than their maximum programmed fill volume of 2000ml. No additional information was available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with no issues noted. A short simulated therapy and functional testing were successfully performed. Upon conclusion of the investigation, the cause of this issue was one or more cycles advancing to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.